Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose (bg) level. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement cable resolved the issue; however, no additional information could be obtained.